Event description:
It was noted, that the patient presented with infection and vegetation of the right atrial. And right ventricular lead as evidenced via echocardiogram. Culture tested positive for bacteremia. The whole system was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.